Manufacturer narrative:
No unexpected excessive no delivery alarms noted during testing. The insulin pump was received with constant prime alarms and motor error alarms during bolus delivery due to slanted/loose drive support disk. The insulin pump was unable to perform displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test due to constant prime alarms and motor error alarms noted. The insulin pump was unable to verify bolus history anomaly due to constant prime alarms and motor error alarms noted. The insulin pump had a cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and broken belt clip slot.

Event description:
The customer reported via phone call that they had a no delivery alarm on the insulin pump. Customer stated that they had the problem for 2 weeks and the alarm was resolved by a complete set change. Customer does not want to return the set or reservoir for analysis. Customer got back from the endocrinologist and their blood glucose level was 448 mg/dl at the time of the incident. Customer felt tired and treated using manual injections. Customer stated that the drive support cap is flush. Customer performed the high pressure test. No delivery occurred. Customer was advised to change the entire set, reservoir, and insulin. Customer stated that the bolus history appeared to be inaccurate. Customer declined to check programming. The insulin pump will need to be replaced. Customer called back when they received their new pump. Customer mentioned that their old pump had a compromised force sensor system alarm. Customer wanted to get their settings and was advised to contact their doctor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.